Manufacturer narrative:
Based on the medical review, it was determined that an unspecified trident psl cup contributed to the reported event. A review of the provided information by a clinical consultant indicated that the root cause of this event is cup malposition in low to absent anteversion causing overload in the arthroplasty with signs of cup osteolysis as proof contributing to excessive micromotion in the trunnion with secondary corrosion as effect. Device remains implanted.

Event description:
Revision accolade tmzf and 32mm +8mm lfit head was reported. Upon explantation there were distinct signs of trunionosis. Stem and head were removed and replaced with a competitor system. The trident psl cup and poly liner were left insitu.